Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was large and had discomfort due to the physical presence of the ins in the pocket. No interventions are planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was experiencing pain at the ins pocket site. The patient reported that she can¿t sit for long periods of time. The patient reported that is she lasts more than 20-25 minutes, it started hurting. The patient reported for the first 2-3 weeks she had no pain in her butt cheek. The patient reported that she recovered from her inflammation at the incision. The patient reported that the pain started 2-3 weeks after the surgery. The patient reported that it started around the ins site and now it was going down her thigh. The patient reported that she went to another healthcare provider (hcp) and he told her the ins looked too low and it should be repositioned. The patient reported that this hcp told her to contact her managing hcp. The patient also reported that her shoulder was becoming more tired now that she had the device implanted. The patient reported that her shoulder got tired when she tried to mop, do dishes or move her hands back and forth. The patient reported that the hcp said it was because of the leads being im planted. The patient reported the hcp wanted to do injections but the patient refused since this was why she had the device implanted. No further complications were reported. Additional information was received. It was reported that the patient thought her issue is that the ins is implanted too low and that's why it is bothering her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). The patient reported that she still had the same pain on the left side at the implant site and stated that if she can't get this resolved she wants it taken out; she said the device was supposed to help take away the pain and not add more. The patient stated she was very upset and felt like the docwill not help her to do anything and told her to get orthopedic shoes to see if thtor was brushing her off because he told her that it would just have to be like this and he couldn't put the ins anywhere else in her body; she said that her doctor at helps any. The patient was sent hcp listings. An appointment was scheduled with the rep on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the issue has been resolved.